Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath and dilator were returned for product evaluation. The dilator was subjected to visual analysis and damage was seen at the distal tip of the dilator. The dilator tip was viewed under microscopy and it was noted that the dilator tip was deformed and occluded. The sheath was also visually inspected, and no damage was noted. The crosscut valve was dissected and observed under microscope; damage was seen at the center of the valve. No damage was seen at the sheath inner lumen. The complaint can be confirmed for dilator tip damage. Based on the damage observed on the crosscut valve, it is likely the tip was inserted off-center resulting in damage of the tip and crosscut valve. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the radial glidesheath slender dilator was split at the end and would not load on the wire. When the dilator was being flushed it was noted that the saline was coming out of three places. Additional information was received on 03may2021. The procedure being performed was a carotid stent. The issue was resolved by ulnar artery cutdown and repair and the procedure was aborted. The sheath was exchanged for with 0.035 exchange wire. The patient was in stable condition.